Event description:
The plate broke post operatively. The plate and all the screws were explanted.

Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2014-00197, plate, MDR 3025141-2014-00198, screw 1, MDR 3025141-2014-00200, screw 3, MDR 3025141-2014-00201, screw 4, MDR 3025141-2014-00202, screw 5, MDR 3025141-2014-00203, screw 6, MDR 3025141-2014-00204, screw 7.